Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. E2013037. Total number of events ¿ 2776. Gynecare tvt - 1081. Gynecare tvt abrevo continence system - 123. Gynecare tvt exact continence system - 230. Gynecare tvt obturator system - 1075. Gynecare tvt retropubic system - 223. Gynecare tvt-aa abdominal - 44.

Event description:
It was reported by attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted due to sui and urethral hypermobility. Following the procedure, the patient experienced pain and erosion of her internal bodily tissue. The patient was unable to void and required catheterization for several days. It was also reported that the patient underwent a cystoscopy on (B)(6) 2015 for urinary stricture and mesh excision surgery on (B)(6) 2015.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Date sent to FDA: 08/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2016 through march 31, 2016.

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2016 through march 31, 2016.

Manufacturer narrative:
Date sent to FDA: 04/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2016 through march 31, 2016.

Manufacturer narrative:
Date sent to FDA: 12/19/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2016 through march 31, 2016.

Manufacturer narrative:
Date sent to the FDA: 10/28/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2016 through march 31, 2016.

Manufacturer narrative:
Date sent to FDA: 02/17/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2016 through march 31, 2016.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2016 through march 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Date sent to the FDA: 06/27/2017. Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2016 through march 31, 2016

Manufacturer narrative:
Date sent to the FDA: 08/28/2017. Ethicon MDR summary reporting exemption (B)(4). Reporting period february 1, 2016 through march 31, 2016.

Manufacturer narrative:
.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2016 through (B)(4) 2016.